Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Refer to MFR: 1627487-2012-03027. It was reported the pt is not receiving stimulation in her back. A sjm representative was unable to resolve the issue with reprogramming. X-rays showed that both scs leads have migrated. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.